Event description:
It was reported that a patient had a coronary intervention in which three drug-eluting stents were implanted (two non-cordis and one cypher) and two hours after the procedure, the patient experienced a massive myocardial infarction. The patient expired after many resuscitation techniques were performed.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information has been requested and will be submitted within 30 days from receipt.